Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that as some time a while ago during the holidays the implant battery had depleted and ever since then every time they tried to make adjustments to their therapy they're getting settings not available. Agent redirected pt to their managing healthcare provider (hcp). Pt mentioned they no longer have a managing doctor, they tried reaching out to their manufacturer representative (rep) but never got a callback. Pt wanted a rep to make adjustments to their therapy just like before and suddenly became escalated and stated they're in so much pain. Agent tried to explain, but pt disconnected. But before they disconnected pt stated they need a rep. Agent sent email to reps for visibility. Patient called back and mentioned previous information in this case. Patient mentioned they hadn't been able to adjust their stimulation in about a month. Patient let their implant deplete around the holidays but was able to charge the implant. Agent reviewed reprogramming process and redirected patient to their hcp. Patient did not have a doctor for their implant and did not want to involve a doctor. Patient mentioned they turned the stimulation off for hours and the stimulation is stuck and too high. Patient was overstimulated causing them more pain than they even had in the 'damn thing' in them. Patient also mentioned they adjusted their stimulation based on their pain levels and right now they had good pain levels so the stimulation was zapping them. Previous agent already emailed representatives for visibility. Agent reviewed with patient that we could not guarantee a call back or a timeframe.

Manufacturer narrative:
Correction to h6: fdc updated to d12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.